Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare a "need to change power supply w/ power pca". There was no reported patient involvement.